Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend. Customer's blood glucose was 119 mg/dl and sensor glucose was below 60 mg/dl. Customer will not be returning the sensor for analysis.